Event description:
Related manufacturer reference number: 1627487-2019-05725, related manufacturer reference number: 1627487-2019-05727. It was reported that the patient was experiencing ineffective therapy. The patient's leads exhibited high impedance. As a result, the patient's leads were explanted and replaced on (B)(6) 2019. Post-operatively, therapy was restored.